Manufacturer narrative:
It was reported that the driver tip broke. The reported event is confirmed upon investigation of the returned picture. Visual evaluation identified that the distal tip of the driver had fractured off. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon torquing the driver.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 bunion/hammertoe procedure a small part of the tip of the cannulated hex driver, ar-8737-37 (lot 1391711), broke off into the screw (ar-8725-30h, lot unknown) while it was being inserted into the patient. The screw and driver tip were left in the second metatarsal because the tip sat flush with the head of the screw and the surgeon did not want to try to remove it. The bone was reported to have been properly prepared with a micro profile drill and drilled with a 2.0 cannulated drill bit. The patient bone quality was reported to be hard. A drill guide was not used and the driver was used with power.